Manufacturer narrative:
Reporting information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that it doesn't pass the sound test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device onsite and determined that functional test was failed due to a defective processor pca assy, ui pca assy 1.1 (user interface printed circuit assembly) and speaker assy. As a result, fse replaced dfm100 assy processor (453564489071), dfm1 assy ui module 1.1 (453564587201) and dfm100 assy speaker (453564489331). The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective processor pca assy, ui pca assy 1.1 and speaker assy. The root cause of which could not be determined. The reported problem is confirmed.